Event description:
Ous MDR - after implanting the pacemaker, the impedance in the ventricle shows >2000 ohm, even though it was in normal range during the operating procedure. Exit block was noted. During the revision, the lead was disconnected (it was correctly and completely in the header, and the screw was tightened). Checks of the impedance and of all measurement values were acceptable. The lead was reconnected to the pacemaker and the pacemaker functioned correctly after that.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were thoroughly analyzed. The cause of the clinical observation could, however, not be determined based on the available data. However, the analysis of the follow-up data from (B)(4) 2013, 18:24, showed lead impedance values within the normal range of 1053 ohm in the atrium unipolar and 936 ohm in the ventricle bipolar. There were no indications of a device malfunction. In summary, there is no indication of a manufacturing error. The cause of the clinical observation could not be determined based on the available data. There were no indications of a device malfunction.